Manufacturer narrative:
Investigation performed by permobil (B)(4) concluded the wheelchair did not malfunction and was operating as intended both before and during the transport of the wheelchair on the stairway lift. Inspection of the device could not identify a product malfunction having occurred, nor could a technical root cause or malfunction be linked to the wheelchair. Permobil has determined one of the contributing root causes as being attributed to user error in the way the user was handling the wheelchair during transport on the platform. Permobil has recommended that the platform lift be inspected to verify safety protocols were in place and functional at the time of event. Permobil has no information as to the make/ model of the lift or what safety parameters are incorporated as part of its design. Permobil cannot take any further action as the wheelchair was found to be operating as per design. The DHR was reviewed, and device was found to have met specification prior to distribution.

Event description:
Permobil (B)(4) received report indicating the end-user was utilizing stair lift to traverse up the stairs in their home while remaining seated in the permobil wheelchair. Upon reaching the top of the stairs, when attempting to exit the platform, the end-user inadvertently drove in reverse causing the wheelchair, with the end-user, to fall down the stairs to the ground floor. Reports indicate the end-user was transported to the area hospital where they subsequently succumbed to their injuries.